Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was ectopy during impella cp patient support. While on support, it was noted the patient was still having ectopy. An abiomed representative noted the patient was in ventricular tachycardia due to heart failure symptoms. Once the patient was escalated to a 5.5, the ectopy resolved, and the patient was loaded with amiodarone.

Manufacturer narrative:
E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.10 this is one of two related report numbers. Another report was submitted for the impella 5.5 this report represents the impella cp. The related report number was added. Investigation summary: the investigation has been completed. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.